Event description:
The subject device is an olympus loaner device that was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the air/water nozzle was clogged with foreign debris. There was no patient or user injury reported.

Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle. In addition, service found the air/water was not fed due to clogged air/water tube, and the plastic distal end cover was chipped. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air water nozzle but the specific material could not be identified. The nozzle was not reported to have been deformed or damaged. Additionally, it is not known if there were any deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use which state: operation manual "preparation and inspection, -inspection of the endoscope, and inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the endoscopic system, * inspection of the air-feeding function, and * inspection of the objective lens cleaning function". Reprocessing manual "precleaning the endoscope and accessories flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. ·manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution. ·rinsing the endoscope and accessories following disinfection_ rinse the endoscope and accessories. ·presoaking the endoscope if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.